Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Instrument broke during procedure, alternative instrument was used and procedure completed without delay.

Manufacturer narrative:
An event regarding crack/fracture involving a broach handle was reported. The event was confirmed. A material analysis has been performed. The report concluded: "the broach fractured at the weld. The fractured weld was measured to range from .03 inches to .04 inches. The legacy part weld callout does not meet current standards. Eds showed the broach handle was consistent with 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. It was reported that instrument broke during procedure. A material analysis has been performed on returned device concluded: "the broach fractured at the weld. The fractured weld was measured to range from .03 inches to .04 inches. The legacy part weld callout does not meet current standards. Eds showed the broach handle was consistent with 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined."

Event description:
Instrument broke during procedure, alternative instrument was used and procedure completed without delay.